Event description:
The surgeon successfully implanted a model aa4203vf intraocular lens into the pt's eye in 2001. Post-operative exam in the following month revealed a refractive surprise of +1.50-0.75x70 at 20/25. Pre-operatively the pt was 20/40 best corrected vision. The facility denies any pre-existing ocular conditions that could have contributed to the refractive surprise.